Manufacturer narrative:
(B)(4). The cse inspected the device and replaced the keyboard assembly. The cse performed all the calibrations, the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the manufacturing specifications.

Event description:
The customer reported that the 840 ventilator had an unresponsive keyboard. The ventilator was not in use on a patient at the time the malfunction occurred.